Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention may include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system. On an unknown date in (B)(6) 2020, approximately a week after the initial procedure, CT imaging revealed a suspected proximal type I endoleak or a type ii endoleak originating from the left subclavian artery (lsa). No action was taken at this time to treat the suspected endoleaks. On an unknown date, a follow-up exam revealed an endoleak and aneurysm enlargement (amount unknown). No action was taken at this time to treat the suspected endoleak and aneurysm enlargement. On (B)(6) 2021, a CT imaging showed the suspected proximal type I endoleak or the type ii endoleak originating from the lsa. On (B)(6) 2021, angiography for the lsa was performed and it did not show a type ii endoleak. On (B)(6) 2021, a reintervention was performed. Angiography imaging revealed the proximal type I endoleak. An additional gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The endoleak was resolved and the patient tolerated the procedure.